Manufacturer narrative:
Examination was not possible, as the devices will not be returned. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time.

Event description:
It was reported that during the meniscus repair, after t1 deployment, the t2 implant was not deployed while the deployment knob was depressed. Nothing remained inside the body. The procedure was completed with a back-up device.